Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-02758 and 1627487-2023-02063. It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. It was also report that the patient had multiple falls and as a result the patient's leads had migrated, which was confirmed through imaging. The patient was not receiving therapy. Surgical intervention took place where the ipg and leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.